Manufacturer narrative:
This is for the same events as manufacturer reports 2937094-2019-60520 and 2937094-2019-60518. A review of the device history record for the reported greenlight fibers confirmed that the device met all material, assembly and performance specifications prior to release. As of today, the product has not been returned for investigation; therefore, no physical or visual analysis of the product could be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the fiber beam of three fibers fired straight out and as usual. It was further reported that the energy leakage was also different. The procedure was competed with transurethral prostatic resection (turp). Patient outcome information was not provided. This complaint is for the second fiber.

Manufacturer narrative:
This is for the same events as manufacturer reports 2937094-2019-60520 and 2937094-2019-60518. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed the fiber glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface, and slight melting on the output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the observed fiber findings, it is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber fired straight was not able to be confirmed as no break/fracture was identified at the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation of photoselective vaporization of the prostate (pvp) procedure, the fiber beam of three fibers fired straight out and as usual. It was further reported that the energy leakage was also different. The procedure was competed with transurethral prostatic resection (turp). Patient outcome information was not provided. This complaint is for the second fiber.